Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the interconnect cable and high voltage cable replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would not boot up and the interconnect cable was damaged. No pt injury was reported.